Event description:
It was reported by a customer complaint that when: "[pump] gives a correction bolus the dose is incorrect. When asked if the correction boluses are bing delivered in conjunction with a meal or independent of a meal. Family member stated they did give one correction bolus at 0300 and that calculation was not correct."